Event description:
It was reported the patient received the following results within 10 minutes with system 1: lo mg/dl (which on the system indicates a result of less than 20 mg/dl) and "160's" mg/dl. It was reported the patient received the following results within 10 minutes with system 2: lo mg/dl (which on the system indicates a result of less than 20 mg/dl), lo mg/dl, lo mg/dl, and 402 mg/dl. All readings occurred with the same vial of test strips.